Event description:
It was reported by service report that the brakes were not working properly on the stretcher. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Caster.